Event description:
Customer reported that the t:slim x2 pump battery would not charge, and attempts to remedy the situation with different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump with updated software, and the customer was instructed to return the faulty pump using the provided return box and pre-paid label.